Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they had questionable results for 4 samples from two patients tested with the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). Of the provided data, two samples collected from one of the patients had erroneous tsh results that were reported outside of the laboratory. The first sample from the patient resulted with a tsh value of 6.30 uiu/ml when tested on the e601 analyzer at the customer site. The sample was repeated on the siemens analyzer, resulting as 4.32 uiu/ml (reference range = 0.55 - 4.78 uiu/ml). The sample was repeated on a second e601 analyzer at an external laboratory, resulting as 5.62 uiu/ml. The second sample from the patient resulted with a tsh value of 3.70 uiu/ml when tested on the e601 analyzer at the customer site. The sample was repeated on the siemens analyzer, resulting as 2.68 uiu/ml (reference range = 0.55 - 4.78 uiu/ml). The sample was repeated on a second e601 analyzer at an external laboratory, resulting as 3.52 uiu/ml. No adverse events were alleged to have occurred with the patient. The serial number of the e601 analyzer used at the customer site was (B)(4). The serial number of the e601 analyzer used at the external laboratory was asked for, but not provided. For the observed differences between the tsh values generated on roche versus siemens analyzers, different assays from vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The roche tsh values from the first sample were above the normal reference range. The siemens assay value for the first sample was within the normal reference range, but near the upper limit. The roche and siemens values for sample 2 were within normal reference ranges.